Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a pt received a cut on their leg while being scanned on a discovery st system. The pt's leg came in contact with the rear cover, this folded the cover and resulted in a cut that required stitches. After the pt was treated at the hospital the scan was completed.